Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 27-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station database was corrupted. The field service engineer (fse) reimaged the drive, set up and performed database synchronization, which resolved the issue. The fse tested in hardware test application to ensure the functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es an unexpected error occurred, and the database could not be opened. The customer stated that the failure happened during issuing the medication for patient. There were no adverse events or injuries reported based on this incident.